Manufacturer narrative:
G4: 25aug2020 b4: (B)(6) 2020 the customer troubleshot with technical support and reported that swapping the data acquisition (da) to motor controller (mc) cable resolved the issue. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09aug2020.

Event description:
It was reported that during set up for use of the ventilator, there were error codes indicating the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed and over voltage protection (ovp) circuit failed. It was reported that there was a delay to therapy due to the event, however the unit was not in use. No patient harm or medical intervention was required.